Event description:
The device wouldn't unlock to let go of the needle. When trying to get it open a handle broke. Per manufacturer's response to the hospital, the issue is currently being worked on with engineering and marketing.